Event description:
Analysis of the generator was completed on (B)(6) 2013. Visual analysis of the positive lead cavities determined that the difficulty with the lead removal at explant, most likely, was due to the dried body fluid and dried body remnants that were found in the positive lead pin cavity. The device performed according to functional specifications.

Event description:
It was reported that the surgeon had to perform a full vns replacement surgery, instead of just a prophylactic battery replacement, due to difficulties removing the lead pin from the generator. System and normal mode diagnostics showed that the device was within normal limits (communication = ok, lead impedance = ok, dcdc = 2, eri = no. Review of the generator and lead manufacturing records confirmed all quality tests were passed prior to distribution. The explanted device was returned on august 14, 2013 and is pending product analysis.

Manufacturer narrative:
(B)(4).